Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer was changing the battery of the insulin pump and they tried seven different batteries, and the device alerted battery out limit. The customer's blood glucose was 159 mg/dl. The customer stated that the insulin pump had also alarmed failed battery test. The customer stated that they were using a battery that had been used before and they stated that they were not using energizer batteries. Troubleshooting was not performed because the customer did not have new batteries. They stated that they would call back if the issue continues. Nothing further was reported.